Event description:
It was reported that this patient had recently received multiple inappropriate shocks due to oversensing of wandering baseline as well as railing noise. The second inappropriate shock had occurred after initial troubleshooting was performed. Technical services discussed that it is likely due to air bubble noise and recommended programming to primary vector. No adverse events were reported.